Event description:
The customer reported that his bg levels were "running high"; since he wasn't using the pdm to take readings, specific levels could not be provided (though bg's greater than 250mg/dl are assumed). Upon inspecting the pod through the "clear window," he "noticed that the cannula was not in the skin." No reason was provided as to how or why the cannula may have become displaced. The pod will be returned for eval.

Manufacturer narrative:
The pod was returned for eval - no problems were found that would have caused or contributed to the customer's high bg levels. No obstruction of the fluid path was found - the pod did not occlude and the customer would have received all programmed doses of insulin (had the cannula been inserted subcutaneously). Based on the absence of a time line provided in the report, it is unk when the cannula had pulled from the insertion site in relation to when his bg levels began to rise. We are unable to determine a possible cause of the cannula becoming displaced. The omnipod system user guide warns: "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." By following user guide instructions, the customer had properly checked the infusion site through the view port window and immediately removed the pod upon noticing that the cannula was not inserted into his skin. A review of lot qualification records was performed - the lot passed the acceptance criteria.